Event description:
Consumer complaint: device came with no assembly instructions. No labeling came with packaging. Handle keeps pulling down, moves back and forth which is supposed to be steady. Device has quality issues.